Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff removed due to recurring incontinence. A new artificial urinary sphincter 3.5 cm cuff was implanted. Due to edema formation in the urethra during the original implantation, the measurement of the urethra was different. Therefore, a 1.5 cm narrower cuff was placed during the replacement. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff removed due to recurring incontinence. A new artificial urinary sphincter 3.5 cm cuff was implanted. Due to edema formation in the urethra during the original implantation, the measurement of the urethra was different. Therefore, a 1.5 cm narrower cuff was placed during the replacement. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.